Event description:
The customer reported the 2600 system will not boot. No pt injury was reported.

Manufacturer narrative:
The service rep found that the table and workstation operated as intended. The generator would not boot. Attempted to use back up generator disk to reload software. System will not advance beyond 3 arrows on control panel. Ordered parts. The service rep removed and replaced technique processor, reloaded system software, and checked system for proper operation. System functions as intended.